Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event and shows pump module s/n (B)(4) was programmed to infuse diltiazem 125 mg/125 ml (drugid 379) at a rate of 5 ml/hr with a vtbi of 120 ml at 12:59 am on (B)(6) 2017. The volume recorded as being infused from the start of the infusion until the end of the pcu event log received at 3:19 pm was 22.842 ml. Details regarding the reported event were not provided and therefore a determination on whether or not an overinfusion took place could not be made. Although requested, event details and the pump module were not received for investigation. The tubing set was not returned for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that there was an over infusion of an unknown medication and is requesting a log review. There was no patient harm.